Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has not yet begun as the device has not yet been returned for eval. Upon receipt, the reported problem (exposed wires or damaged cables) will be investigated. A supplemental report will be sent upon completion of the eval. No adverse event resulted from the allegedly defective electrode belt. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's device was going and that there were exposed wires on the electrode belt. The pt was provided with a replacement electrode belt.